Manufacturer narrative:
Upon follow-up, regarding the return of the pump, the contact reported that the complaint pump was to be continued to be used and as the contact did not want "to go through the hassle of using the new pump". The product has not been returned for evaluation. Should new relevant information become available or if the pump is returned for investigation, a supplemental report will be submitted. Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were confirmed on t:connect. On (B)(6) 2018, at 11:33pm, a continuous glucose monitor (cgm) above target alert was triggered. The alert continued to annunciate every 5 minutes until the user cleared the alert on (B)(6) 2018 at 2:32 am. At this time the user requested a bolus for 4.48 units of insulin with a bg level of 334 mg/dl. Occlusion alarm (alarm 2) annunciated at 2:34 am and terminated bolus delivery. The alarm was annunciated every 3 minutes. The alarm was cleared by the user at 6:22 am thus insulin delivery had been halted for 3 hours 50 minutes. After clearing the alarm and resuming basal insulin delivery, the user requested an 11 unit bolus of insulin at 6:23 am. Subsequently, a cgm alert 8 (cgm trend falling) then annunciated at 6:58am. There were no erratic basal rate adjustments. If appears that the 11 unit bolus delivered at 6:26 am was the root cause of the trending low bg values. There is no evidence of device malfunction. Device not returned.

Event description:
It was reported that the customer delivered a bolus in the middle of the night for blood glucose (bg) of 380 mg/dl. The next morning bg was 28 mg/dl. The contact administered a glucagon injection and the paramedics transported the customer to the emergency room (ER) where the customer was treated intravenously (exact treatment was not known). Upon leaving the ER, bg was 280 mg/dl and customer was in good condition. The contact alleged the pump "malfunctioned" and delivered 11 units of insulin without the customer or contacts knowledge. The customer's healthcare provider advised a 50% temporary basal rate. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
(B)(4)